Event description:
It was reported that the guidewire detached inside the patient. On (B)(6) 2024, a patient underwent a right nephrostomy tube placement procedure during which a guidewire broke, leaving a 30.2 cm portion retained in the patient's right kidney pelvis. The radiologist reported that no undue stress, such as tugging, pushing, or pulling, was applied to the guidewire prior to its breakage, and the broken segment could not be retrieved during the initial procedure. Subsequent to the incident, the patient required two additional procedures to address the retained guidewire. On (B)(6) 2024, a right ureteroscopic laser lithotripsy was performed with the aim of removing the foreign body. During this procedure, a 1.6 cm piece of the guidewire was successfully extracted from the right kidney pelvis; however, the remaining portion could not be removed. A second procedure was performed on (B)(6) 2024, involving a right partial ureterectomy and ureteropyelostomy with double-j stent placement. This procedure successfully removed the remaining 28.6 cm portion of the guidewire. The patient condition remained stable, and there were no adverse effects from the retained guidewire. The patient was discharged on july 19, 2024, and a follow-up with the urologist indicated a successful recovery with no complications related to the broken guidewire.